Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed two occlusion alarms due to high force occurring one and two days before the complaint date. Using the returned battery cap the pump powered up and functioned properly. No tactile issue was observed with the buttons. The force sensor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no evidence of moisture contamination or loose components was found inside. The reported occlusion issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the pump alarmed for occlusion and the issue persisted with tubing and cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.